Manufacturer narrative:
The used company cartridge was not returned. Three unopened company cartridges were returned for the reported lot. All three samples were evaluated the unopened company cartridges were microscopically examined with no damage observed. No particulate was observed inside the cartridges. The three returned, unopened cartridges were functionally tested per the directions for use (dfu) using a qualified company handpiece, lens and viscoelastic. The cartridges were filled with viscoelastic per the dfu. The lenses were loaded and biased down. The lenses were advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens deliveries. The returned iol was evaluated. The optic was cut from the edge to the center typical of removal damage. The optic also had parallel marks across the center of the optic on both sides, which appear to have been caused by an instrument used to grasp the lens. No other damage was observed. The reported damage may be obscured by the removal damage. Company product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated. The viscoelastic used was not provided. It is unknown if a qualified product was used. The used company cartridge was not returned for evaluation. No other determination can be made without physical evaluation of the complaint sample. The damage observed on the returned lens appeared to be related to the removal process. No other damage could be differentiated. All three of the returned unopened company cartridges were evaluated. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed after the lens deliveries. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that damage was seen in optic after insertion. The lens was explanted. Further details were confirmed the day after. It was confirmed to the sales representative that the event occurred during the surgery and the surgery was completed with exchanging of the iol. The patient was discharged without any harms/problems. Additional information requested.